Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix l/p (device #1). Addendum: this is an addendum to the initial emdr submitted (MDR number: 1213643-2021-06343). This supplemental emdr has been submitted to update the date of implant based on the additional information received. This supplemental emdr represents the bard/davol ventrio st (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix l/p (device #1). Additional emdr's were submitted to represent the bard/davol ventralight st mesh (device #3), sepramesh ip (device #4) and sepramesh ip (device #5). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventrio st on (B)(6) 2013 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2016, ventrio st on (B)(6) 2013, ventralight st on (B)(6) 2019 and sepramesh ip (x2) on (B)(6) 2019 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix l/p (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventrio st on (B)(6) 2013 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.